Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that inadequate stent apposition occurred. In (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in first obtuse marginal (om1) with 95% stenosis and was 20 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 32 mm promus element¿ plus stent. The residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented to emergency department with chest pain associated with shortness of breath and nausea. On the same day, patient was hospitalized and subsequently cardiac catheterization was recommended. On the following day, narrowing of right coronary artery (rca) was treated with placement of 2.75 x 16 mm promus premier drug-eluting stent followed by inflation to 12 atmospheres for 60 second. After removal of balloon catheter persistent narrowing was noted, hence a 3.0 x 12 mm nc quantum balloon was inflated to 19 atmospheres which opened the stent completely. Then,repeat angiography demonstrated excellent result. Two days post procedure, the event" chest pain-cardiac" was considered as resolved and the patient was discharged on aspirin and clopidogrel.